Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during implant procedure, pacing and sensing values were not stable after positioning the rv lead. After attempting to position the suture, loss of pacing and sensing were observed. Low pacing impedance was frequently observed. Another lead was used. The procedure was completed with no adverse consequences to the patient.